Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00475, 3005168196-2021-00476.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the physician placed two smart coils in the target vessel using the microcatheter. While attempting to place two additional smart coils in the target location, the physician experienced resistance and was only able to advance the smart coils partially through the microcatheter. Therefore, both smart coils were removed. Subsequently, the physician experienced the same resistance advancing a new smart coil through the microcatheter; however, the physician was able to advance the smart coil through the resistance and successfully place the smart coil in the target location. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned smart coil revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the smart coil was advanced through its introducer sheath and the returned non-penumbra microcatheter with resistance due to the offset coil winds. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the smart coil was advanced through its introducer sheath and the returned non-penumbra microcatheter with resistance due to the offset coil winds. Evaluation of the returned non-penumbra microcatheter revealed an undamaged, functional device. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-00475, 2. 3005168196-2021-00476 h3 other text : placeholder.